Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Upon opening the pocket it was determined that there was a loose setscrew between the device and the rv lead. The lead was reseated into the header and the setscrew properly secured. All lead measurements were within range. The lead remains in service.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, high threshold measurements, loss of capture (loc), dislodgement and phrenic nerve stimulation (pns). The outputs were modified but this exacerbated the pns. An x-ray confirmed no evidence of perforation. The patient is not pacemaker dependent and there were no adverse patient effects reported. The lead remains implanted however surgical intervention is pending.